Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit had autofill errors. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to reproduce the reported issue. The unit passed all functional and safety checks to factory specifications. The unit was then cleared for clinical use.

Event description:
N/a.